Event description:
The tip of the catheter was crushed out of the packaging. It was not used.

Manufacturer narrative:
The DHR of this mfg lot has been reviewed and a copy is attached. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 1147-02.a (lot # l13034). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot # l13034) indicated that 100% inspection of the devices resulted in no visual rejects. The DHR review of sub-assembly pn0918-02/d, lot# l12877 indicated that 100% inspection of the devices resulted in (B)(4) rejects. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specifications. The parts released in this lot met process requirement.